Manufacturer narrative:
One device was returned for repair with complaint has motor rate error. Service history review did not find any repair records for this device. Review of the event history shows motor rate error. Functional and visual testing was performed. The complaint confirmed by checking the alarm history and running the occlusion test. The main cause of the customer¿s complaint was the motor rate error issue. The motor, left and right clutch, clutch spring, worm gear and, worm coupling were all replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed motor rate error. There was unknown patient involvement. No patient harm/adverse event was reported.